Manufacturer narrative:
The calibration recovery was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6). The reaction cells and lamp were replaced by the customer. On 02-jan-2020 the field service engineer checked the solution laundry levels and replaced the nozzle blocks. It was noted that there was good motion of the nozzles on the rinse stations and that the tubing on the laundry check looked ok. Some of the tubing was replaced and removed to verify there were no holes. The qc and calibration results had acceptable results. On 09-jan-2020 the field service engineer's investigation found that the laundry tubing was in poor condition and retubed it. In addition, they adjusted the rinse levels and ran a photometer check and cellblank with acceptable results. A qc was run with acceptable results.

Event description:
The initial reporter received questionable urea nitrogen results from the cobas 8000 c 702 module. Using an aliquot from the mpa the initial result was <0.5 mmol/l and the rerun results were 8.6 mmol/l and 8.8 mmol/l. The questionable results were not reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.